Manufacturer narrative:
Model number/catalog number: sc-2317-70; serial number: (B)(4); batch/lot number: 5076058; model/catalog description: infinion cx lead kit, 70cm.

Event description:
A report was received that the patient was experiencing loss of stimulation due to lead migration. Xray confirm there was a lead migration. The patient underwent a revision procedure wherein the leads were replaced.